Event description:
Ous MDR - this lead was capped due to noise. This lead was implanted with a dual chamber device, but the atrial port was not used and was programmed to vvi. About 6 months later the first shock therapy occurred when the pt stopped to sit and then an additional 2 more also while the pt sat down in a chair. There were more than 60 inappropriate detections and 7 shocks. Testing was done with the pt in different positions, with different polarity, while coughing and deeply breathing. Each test showed noise. An x-ray was done and it seemed like lead was fractured between the rv coil and the svc coil. A new lead was implanted and this lead remains in the body.

Manufacturer narrative:
Ous MDR.